Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in conjunction with an alliance handle in an attempt to crush a 1cm stone. The handle cannula broke when grabbing the stone in the cbd. The physician was able to wiggle the sheath until the stone released from the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed the handle cannula was detached, and the working length was kinked. The basket is in good condition with the tip attached. Under microscope magnification, slight marks of the fastening screws was noted on the handle cannula. Both screws has the tip pushed inward. Dimensional inspection confirmed the side car rx was pushed back out of specification. The length of both screws were less than the permitted tolerance. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. The slight screw marks on the handle cannula are evidence of the fastening of the screws was not enough. Therefore, the most probable cause is manufacturing deficiency. Problems traced to manufacturing process, with the supplier as "probable cause owner". The most probable root cause for the other issues found in the product analysis is adverse event related to procedure as it could have been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on april 07, 2022. During the procedure, a trapezoid rx basket was used in conjunction with an alliance handle in an attempt to crush a 1cm stone. The handle cannula broke when grabbing the stone in the cbd. The physician was able to wiggle the sheath until the stone released from the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.